Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringes experienced foreign matter in fluid path. The following information was provided by the initial reporter: pet owner reported a drop of liquid on the needle tip when she depressed the plunger rod, stated that it was a very small amount but she was concerned because she has never noticed it before.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 2290537 all inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that the relion insulin syringes experienced foreign matter in fluid path. The following information was provided by the initial reporter: pet owner reported a drop of liquid on the needle tip when she depressed the plunger rod, stated that it was a very small amount but she was concerned because she has never noticed it before.